Manufacturer narrative:
Submit date: 6/26/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was no screen on the enteral feeding pump.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump's screen was not working. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.